Manufacturer narrative:
Additional information: section e - initial reporter email section h6 patient codes additional codes added to section h6 evaluation code result and conclusion h3 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that a 980 ¿ ventilator had mixed flow sensor oor (out of range). Service personnel (sp) inspected the ventilator and found alert codes lb0099 in the logs. Sp confirm the reported condition in memory but could not duplicate. Sp installed new software. As a secondary finding, sp found bad battery in unit and replaced the battery to address the secondary issue. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. One battery was returned to medtronic for further analysis. A visual inspection of the returned part shows no anomalies. Battery level indicator showed 4 led¿s illuminated when the battery indicator button was pressed. Logs were reviewed and showed battery error codes.. The secondary finding of faulty battery was duplicated. The analysis determined that the battery fault was due to the hardware short circuit (hsc). With the information available a likely cause of the reported event could not be determined. The cause of the secondary finding is due to bad battery. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the medtronic service personnel (sp) inspected the ventilator and identified a relevant error code in the ventilator memory logs. The sp evaluated the device but could not duplicate the reported issue. The sp updated the software to the most current version. The ventilator passed all testing and was returned to the customer. The ventilator logs were reviewed and confirmed that the device entered back up ventilation (buv). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use, on a patient, this 980 ventilator had mixed flow sensor oor (out of range). The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported. The ventilator logs were reviewed and confirmed that the device entered back up ventilation (buv).